Event description:
It was reported that during a da vinci benign hysterectomy surgical procedure, it was noted that the jaws of the prograsp forceps instrument would only open half way and the articulation was very stiff. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments grip cables were derailed. One grip cable was derailed at the distal idler pulley. The grip cable was seated on the outermost pulley and grip close cable was exposed on the outside of the pulley. The yaw motion was non-intuitive as a result. The other cables at the wrist were not damaged. Failure analysis investigation also found the instruments main tube had deep scratched and gouges. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. The deep scratch and gouge damage may have been likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.